Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient¿s mother reported her daughter¿s blood glucose (bg) reached 23 mmol/l (414 mg/dl) and that she could not stop vomiting (8 times). She started to get worse so she decided to take her daughter to the hospital and upon arrival she was diagnosed with diabetic ketoacidosis and gastroenteritis. Her heart rate was also high. They placed her on an intravenous therapy of insulin. The patient's bg was normalizing around lunch time the next day and she was released from the hospital. The patient was able to activate a new pod.